Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's mother reported that the customer was hospitalized on (B)(4). Customer was also hospitalized on (B)(4). Customer's blood glucose at the time of both hospitalization was 500 and 600 mg/dl. Customer was wearing the insulin pump at the time of both hospitalizations. Customer was treated with an IV of insulin and a shot. Customer reported issues with bent cannulas. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.